Manufacturer narrative:
(B)(4). A request was made to retrieve the sample, however the sample has not been received. Should the sample be received or additional information become available, a follow up MDR will be sent.

Event description:
A nurse contacted baxter (B)(4) to report a transfer set malfunction involving a home patient (hp) during use. The nurse stated that the hp disconnected from the homechoice (hc) machine at the end of therapy and noticed there was fluid leaking out of his transfer set. The hp placed a minicap on the transfer set to stop the flow of fluid. The hp came into the clinic to have the transfer set replaced. The nurse stated that the hp had the transfer set replaced and was not given any antibiotic therapy. The hp has since resumed therapy without any issues. The nurse explained that she examined the malfunctioning transfer set and noticed that when the transfer set's twist clamp was in the closed position, she could see that the tubing was not clamped. The nurse still had the sample for evaluation. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was received in the lab and this complaint was confirmed for broken occluder feet. The evaluation cited no visible signs of overtorquing, and there was no incorrect reagent usage. The root cause of this problem is unknown. A batch review for the manufacturing lot number showed no related problems. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Event description:
It was reported that during a sigmoid colectomy procedure, there were no staples in the posterior right side of the anastomosis. Sutures were used to complete the case with no patient consequence.